Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during testing, the device had defective hand piece. No patient involved in this event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one unit. This device has not been used in the treatment or diagnosis of the patient. The returned sample met specification as received by medtronic. A visual inspection was performed on the product and the power cord connector is damaged but still functional. The customer reported that the device had defective hand piece. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. This unit does not meet the requirements for a manufacturing or service failure. If information is provided in the future, a supplemental report will be issued.